Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on an unk date. The pt was doing well after the procedure, then developed an inflamed right tube. Additional information was requested.

Manufacturer narrative:
(B)(4) - inflammation. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form.